Manufacturer narrative:
E1: initial reporter facility number (B)(4).

Event description:
It was reported that tip rupture occurred. The target lesion was located in the iliac artery. A renegade? Stc 18 catheter infusion was selected for use. During the procedure, the tip was ruptured. The procedure was completed using with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility number - (B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the 18 otw catheters periph device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unable to exclude device problem

Event description:
It was reported that tip rupture occurred. The target lesion was located in the iliac artery. A renegade? Stc 18 catheter infusion was selected for use. During the procedure, the tip was ruptured. The procedure was completed using with a different device. There were no patient complications as a result of this event. It was further reported that the device removed by simply pulled out.